Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 26 and 135 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide any add'l info. No product will be returned. The meter was replaced at the customer's insistence.